Manufacturer narrative:
Device evaluation summary: the se (service engineer) inspected the device and found the user settings locked out. The se replaced the breath delivery (bd) central processing unit (cpu). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator detected a background fault with the oxygen sensor out of calibration and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the breath delivery central processing unit printed circuit board assembly was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.